Manufacturer narrative:
As per the cordis femoral sheath and accessories survey, respondent number thirty-four (34) indicated procedural difficulties specifically related to rare peripheral vessel rupture and hematoma during the procedure. The event date is unknown. No additional information is available because this event was identified in a survey. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " vessel perforation and hematoma" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Vascular complications (e.g. Intimal tear, dissection, pseudo aneurysm, perforation, rupture, spasm, occlusion) and hematoma are possible complications of vascular access and are listed as such. These complications can have multiple factors, such as, stick technique, user experience, patient anatomy, access site characteristics, etc. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As per the cordis femoral sheath and accessories survey, respondent number thirty-four (34) indicated procedural difficulties specifically related to rare peripheral vessel rupture and hematoma during the procedure. The event date is unknown. No additional information is available because this event was identified in a survey. The product is not available for analysis.